Event description:
It was reported that the lead was fractured. The lead was explanted and no patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was fractured. The lead was explanted and no patient complications have been reported as a result of this event. An additional report from an attorney alleges the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead.